Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient stated they were severely hypoglycemic and felt incoherent, clammy and was hallucinating. The patient lost consciousness. The patient's partner called emergency medical technician's. The patient was transported to the emergency room. The patient was treated with glucagon. During the time of the event, the cgm was displaying 77 mg/dl and the bg was 35 mg/dl. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "the sensor was inserted into the arm on (B)(6) 2024." H2 correction.

Event description:
The sensor was inserted into the arm on (B)(6) 2024.